Event description:
It was reported that during a da vinci si myomectomy procedure, a pk dissecting forceps instrument cable was in a loop. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. For clarification, the nonconformance was broken pitch cables. Both pitch cables were broken at the instrument's wrist. Both cable segments that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.